Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as expected due to fluid leakage at an unknown location. The device was explanted and replaced. No patient complications were reported.